Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced defective device, mental pain, disability, impairment, loss of enjoyment of life, mental anguish, emotional distress, scarring, mesh migration, recurrence, adhesions, inflammation, and severe pain. Post-operative patient treatment included revision surgery.